Event description:
It was reported that the patient experienced insulin leaking into the pump while changing supplies. The patient cleaned the chamber and filled a new cartridge, lot 31697. It was confirmed that the connector was being attached to the cartridge outside of the pump, which was explained as a potential cause of the leaking. The patient understood the instructions, and the supply change was successfully completed. Blood glucose levels were unaffected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.